Event description:
In 2008, the sales rep reported that during surgery, the driver tips bent. Add'l info received at about two weeks later via telephone, the sales rep reported that during a revision surgery for removal of hardware due to fusion, the driver prongs bent. The surgeon then used another driver within the kit to finish the case as intended. No surgical delay. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. The device history record review indicated the part met specification. Visual examination of the returned part found the driver was bent with twisted prongs. An engineering investigation found the most likely cause to be use of the driver off axis (use error), and the hollow shaft design. The driver was changed to a solid shaft design in 2006, and the surgical technique was updated in oct 2007 to enhance cautions related to off axis use.